Event description:
A caller reported an error with their continuous glucose monitor (cgm), specifically error 42. There was no adverse impact to the customer's blood glucose level observed or reported. Technical support provided instructions for a complete pump reset, which was carried out with assistance. After the reset, the error did not reoccur, and the customer successfully started their sensor session.